Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back in and stated that they need the ins and leads information for MRI. Agent provided the information and patient will call back if further assistance is needed.

Event description:
It was reported that the patient (pt)  did not have their ID card with them and wanted to know their implantable neurostimulator (ins) model number, agent reviewed. Pt then said they could not do modulation and they had a battery sent to them but they could not get dates set. Troubleshooting was unable to be performed as while explaining reason for call pt said they had to go since they were in a doctor appointment. Pt disconnected call. Patient called back and reported that they went back to their hcp for another MRI however they can't connect to their ins to get to MRI mode. Pt reported they charged their ins 1.5 week ago to 50-60% it was not charged to 100% because it never charged to 100%. The stim was off, however, when they get to the MRI facility, they got a battery empty cannot provide stimulation recharge your implanted device and MRI mode not available the device battery is too low message. Patient added when they tried to charge their ins when they get home, they got the same message. Patient added that they're supposed to go to the hospital next week to get an MRI however they can't go to the MRI mode since the ins battery would not charge. Pt also mentioned they could not put in the date and time. Patient mentioned that they don't turn the stimulation on anymore because their ins would not charge and they just got a replacement battery pack months ago. Patient expressed their frustration in using the device and said that it used to help them "50/50". Patient mentioned that they had many injuries, multiple surgery with the bone "graft" and had a broken kneecap, and they can't even walk now. Patient also concerned about having another surgery to get their ins explanted since it wouldn't charge anymore. Patient was escalated. Agent tried to walk the patient through how to get to MRI mode but the implant was low. Agent tried to do a recharging session; patient confirmed that they see the normal charging screen with recharging excellent however the implant battery was not incrementing. Patient stated that they've been charging for over 40 minutes and the ins battery is still at 10%. Patient asked why the ins battery was draining even if the stimulation is turned off and also mentioned about "modulation turned off". Agent reviewed that the implant battery was using a lithium battery and it will still consume battery even if the stimulation is turned off. The issue was not resolved. Agent sent a request to repair to replace the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.